Manufacturer narrative:
Correction: d9 - date returned to mfg - changed from 10/13/2025 to 12/5/2025 this report is being supplemented to provide additional information based on the review of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2025, sampling from: all channels, cfu: 2 (total), bacterial identification: bacillus species and staphylococcus haemolyticus. Based on the results of the investigation the reported event could not be confirmed, and the root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not reprocessed in the required time. More than 12 hours passed before the device was manually washed and reprocessed. The event occurred during reprocessing, after the diagnostic nasal procedure (upon completion of procedure, device no longer used on patient). There were no reports of patient involvement.